Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that shuts down upon power up was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7.01.00. Additional information: a device history review revealed no abnormalities were found during manufacturing. A service history review revealed that this is a new device with no service history. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Baxter (B)(4) technical services reported a colleague infusion pump in which on first power up the pump starts it's startup sequence and then shuts down about 5 seconds after switched on. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently being evaluated by baxter personnel. Once the device evaluation is completed or additional information become available, a follow-up medwatch will be submitted.